Manufacturer narrative:
The technician found the top of the caster stems are broken and will not allow the brake to be set. He replaced the brake and brake casters to repair the stretcher.

Event description:
Information received indicates the brake and steer casters do not hold when set in brake.